Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise causing pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.